Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.

Event description:
Related manufacturer reference: 2030404-00028, 3005188751-2014-00029, 00035. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. An inquiry ep decapolar catheter was placed in the coronary sinus. Transseptal puncture was performed and geometry creation was completed in the left atrium with a therapy cool path duo ablation catheter and a reflexion spiral ep catheter. The patient became hypotensive near the conclusion of the procedure and a transesophageal echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. The patient was transferred to the ICU in stable condition for observation. There were no performance issues with any sjm device.